Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the device was unable to be interrogated using rf telemetry. Technical support was contacted and rf telemetry was disconnected. The device was then able to be successfully interrogated using inductive telemetry. The patient was stable and will continue to be monitored.